Manufacturer narrative:
The device is not expected to be returned for evaluation. The customer revealed that the failure maybe isolated to the speaker. No further conclusion can be drawn by the manufacturing site since the device is not expected to be returned for analysis.

Event description:
The company received a report where it was claimed that the unit did not provide a audio tone. The caller confirmed no patient involvement.